Event description:
It was reported to philips that the device experienced a defib test failure. The customer advised that they tried to resolve the issue themselves by replacing the therapy pca but the issue remained. There was no patient involvement.